Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed the reported cuts in the insulation. Laboratory analysis determined this was induced damage during implant.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the physician accidentally cut the insulation of the lead body. The lead was removed and replaced. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the physician accidentally cut the insulation of the lead body. The lead was removed and replaced. This lead is expected to return. No additional adverse patient effects were reported.